Manufacturer narrative:
Although there is no claim against the product and no indication of a product issue, an investigation was completed to determine the cause of the adverse event. Based on the investigation, there is no indication that the device directly caused the conversion to an open procedure. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted hemicolectomy - left procedure, the surgeon was concerned regarding an unspecified injury to the patient's ureter. The procedure was converted to open, and no injury was found. The patient is reportedly okay. The role of the da vinci system and/or devices in this event is currently unknown; no allegation was made against an intuitive surgical, inc. (Isi) product.